Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that when a smiths medical cadd solis vip pump is off, the date and time does not update. The next time the pump was turned on, it had the date and time when the pump was last turned off instead of the current date and time. There was no patient involvement.